Manufacturer narrative:
This IV prep complaint was received post smith & nephew¿s remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref recall #3006760724-030211-001r). This event is currently under investigation and medical review. Investigation results to be submitted in a supplement report.

Event description:
The following report involving IV prep wipes was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref recall #3006760724-030211-001r). Patient hospitalized in january for a bacterial infection. Vomiting dehydrated went in to ketoacidosis - blood count showed bacterial infection. Treated the sugars first, the pump was removed when she entered the hospital. They did not find the source of the infection. Was in intensive care. They did not treat with antibiotics. Hospitalized from january 10 -12. Resumed using the pump the night released to go home. Still has times she feels nausea and does not feel good. She does not have the box or any of the IV prep wipes left from that box. She asked her doctor today if this could have been the cause of the bacterial infection from january, and he said yes.